Event description:
Caller reported that the t: slim x2 pump battery would not charge, even when using different wall adapters and charging cables. There was no adverse impact to the customer¿s blood glucose level. Tandem customer technical support decided to replace the pump, and the customer was informed about the steps to receive and set up the new pump. The customer was also instructed to return the malfunctioning pump to tandem.